Manufacturer narrative:
(B)(4). Additional information obtained: when the endopouch was torn/had a hole in it, was any portion of the pouch separated from the device? No if yes, did the piece(s) fall into the patient? If yes, was the piece(s) retrieved? On the complaint submission form it states that the specimen stayed inside the patient. Was the specimen retrieved? Yes. If yes, how was the specimen retrieved? With another pouch.

Manufacturer narrative:
(B)(4) date sent: 1/20/2017. Additional information was requested and the following was obtained: when the endopouch was torn/had a hole in it, was any portion of the pouch separated from the device? No. Is the device available for return? Yes. If yes, are all components of the pouch being returned? Yes.

Event description:
It was reported that after an unknown procedure, there was a hole/tear in endopouch and the specimen stayed inside the patient. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). Batch # n92d2l. The analysis results confirmed that the pouch device was returned fully deployed. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.